Manufacturer narrative:
D10: concomitant devices: (B)(6) 204-24-15 - ps tibial inserts sz 4, 15mm; (B)(6) 204-04-44 - trapezoid tibial tray sz 4f/4t; (B)(6) 200-02-38 - three peg patella 38mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 132 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, swelling, and instability. Upon the revision of the optetrak device, the plaintiff's surgeon observed signs of bone loss on the tibial side of the knee, significant signs of osteolysis, a grossly loose and unstable femoral component, and significant wear in the patellar button. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01793,1038671-2024-01795. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.